Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother, that the patient was admitted to the hospital with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 425 mg/dl while wearing the pod on their leg between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and presence of ketones. The patient was reportedly treated with intravenous (IV) fluids and IV insulin drip. The patient was released on (B)(6) 2025, after 14 hours in the hospital.